Manufacturer narrative:
The patients weight was provided. A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 2 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient presented with gastrointestinal bleeding symptoms of low hematocrit and dark stools and received blood transfusions. At the time of the event, the patient was on plavix and coumadin due to acetylsalicylic acid (asa) allergy. Examination of the bowel using a scope found bleeding in proximal jejunum. Plavix was discontinued and issue resolved. It was reported that the lvad was functioning as intended. No additional information was provided.